Event description:
Event was reported to caldera medical by an attorney. The pt has suffered pain during sex, urinary incontinence, abdominal pain, vaginal bleeding, pelvic pain, vaginal prolapse, and emotional distress. No further info has been provided.